Manufacturer narrative:
Monitor sn: (B)(4) and belt sn: (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Monitor mfg. Date: 08/05/2015. Electrode belt mfg. Date: 07/02/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 at 04:25 am at home while wearing the lifevest. The patient's son reported that the patient's husband was present at the time of the event. The device was reportedly alarming and prompting to call 911. When the alarms began, the patient was trying to sleep and had trouble breathing and got up. The patient was reportedly alert during the alarms but did not press the response buttons. Emts made efforts to resuscitate the patient. Per clinical review of the available ECG download data, the device first entered the detection sequence with response button use at 02:38:09 am on (B)(6) 2019 with the ecgs showing atrial fibrillation (af) at 120 bpm with non-sustained ventricular tachycardia (nsvt) with motion artifact. The device continued intermittently entering the detection sequence between 02:40:49 am and 03:23:25 am while the patient was in a life-sustaining, non-treatable rhythm with short runs of non-sustained ventricular tachycardia (nsvt) and while the patient was in a treatable rhythm. Nsvt contributed to the false detections. The device appropriately did not deliver a treatment shock during the false detections. At 02:43:22 am, the device detected an arrhythmia with response button use while the patient was in ventricular tachycardia (vt) at 150 bpm with motion artifact. The detection stopped at 02:44:20 am. At 03:03:04 am, the device detected an arrhythmia while the patient was in af at 140 bpm transitioning to vt at 150 bpm with motion artifact. The detection stopped at 03:03:33 am. At 03:23:25 am, the device detected an arrhythmia with response button use while the patient was in vt at 170 bpm with motion artifact transitioning to an idioventricular rhythm at 95 bpm. The detection stopped at 03:24:25. The device appropriately detected vt. The patient's heart rate being at or below the prescribed treatment threshold, response button use, and motion artifact prevented the lifevest from treating the patient. It is unknown who pressed the response buttons. The patient's physician prescribed treatment threshold was 150 bpm. The electrode belt was disconnected at 03:40:01 am and subsequent monitoring of the patient was not possible. Following the last detection ending at 03:24:25 am until the electrode belt was disconnected at 03:40:01 am, the ECG data is not available. No indication that the device caused or contributed to the patient passing. No allegation that the device caused or contributed to the patient passing.